Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 330-551 mg/dl. After the alarm, the customer would change the supplies. A correction bolus and/or insulin injections were used to address the bg level. Reportedly, the customer would use humalog in the cartridge for 4 days and on occasion the insulin appeared to be "gel-like". As the occlusions had occurred in the past and the supplies on the pump had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusions.